Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer were failed and device not detected on bus, the customer had performed reboot, but still the issue persists. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a hardware failure. Field service engineer inspected the full height drawer after it failed to recognize a pocket as seated on the rowboard. No visible hardware damage was found; however, dried medication residue was discovered beneath two rowboards. The affected rowboards and cable connections were cleaned and reseated. After reassembly and a system restart, the station correctly detected pocket removal, the ghost pocket was unloaded, and the drawer was recovered. A replacement cubie pocket was installed, and the drawer was fully functional. The system functioned as intended after the field service engineer repaired the device.